Manufacturer narrative:
Insulin pump received a64 alarm during self test due to faulty connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor arm failed self-test. Customer's blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer also reported that insulin pump did not required rewind. Customer able to complete rewind. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and refer to a back-up plan. The insulin pump will be returned for analysis.